Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-02255 and #3005099803-2012-02258 pertain to the other devices. It was reported to boston scientific that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2009. According to the complainant, the patient experienced injuries and underwent surgeries to correct the complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.